Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the main switch was determined to be a previous version. Replacement of the power switch with the current version was required in order to resolve the problem. The investigation is ongoing, and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that on/off button was stuck. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and determination that the product was manufacture prior to a design change of the power switch, the power switch became damaged due to the amount of the operating force applied to the power switch and the number of times exceeding the expected value. The age and amount of use of the device also led to failure of the main board and the turret. The turret position could not be detected within a predetermined time due to a flashing of the front panel or a malfunction of the turret unit due to an operation failure of the main board, and the front panel blinked due to an error detection. Also likely is a temporary failure due to the scope slider switch being hooked. E2, e3: three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.